Manufacturer narrative:
Patient was revised to address a fractured femoral stem. Metallurgical evaluation of the returned device confirms the reported material fracture. In summary, both the presence of fatigue characteristics and the amount of the fracture surface exhibiting fatigue characteristics indicated high-cycle low stress fatigue failure. No evidence of material or manufacturing defects was observed. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No product problem has been identified. Based on the performed investigation, the need for corrective action has not been indicated. Monitor via (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a fractured femoral stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.